Manufacturer narrative:
Device evaluation: the lens was returned in liquid in lens vial. Visual inspection found one haptic torn. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon was attempting to insert a 13.2mm tmicl13.2 implantable collamer lens, -14.00/+1.0/040 (sphere/cylinder/axis), in the patients left eye (os) and noted the lens was torn before implanting. The backup lens was used. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.